Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the calcified proximal right coronary artery (rca). A 32 x 3.00 promus premier select stent delivery system was advanced, but resistance was met. The delivery system was not able to advance through the stenosis, likely due to stent damage caused by the calcification. The procedure was completed with another of the same device. There were no patient complications. The patient was reported to be stable following the procedure.